Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient underwent total hip replacement procedure at (B)(6) 2024. On (B)(6) 2024, the ceramic liner was found to be fractured through examination. Currently the patient is waiting for second surgery.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: yes, the device was removed due to broken. Was there any patient consequences during the second surgery?---no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that after investigation, the patient underwent total hip arthroplasty in the hospital due to "osteoarthritis" on (B)(6) 2024. The product of 121881752 was implanted intraoperatively and the procedure was smooth. Postoperative rehabilitation is unknown. On (B)(6) 2024, the patient was found to have fracture of liner by examination (specific examination items were unknown). The patient underwent the second surgery on (B)(6) 2024. There was no surgical delay. The affected area is on the right side of the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage post-op. The patient underwent total hip replacement procedure at (B)(6) 2024. On (B)(6) 2024, the ceramic liner was found to be fractured through examination. Currently the patient is waiting for second surgery. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4). The x-ray investigation revealed fracture fragments of the ea delta cer insert 36idx52od around the hip area, confirming the reported event. With the information provided is not possible to determine a specific root cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4179193, and no non-conformances nor manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre -existing material defect. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 4179193 lot number, and no non-conformances nor manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre -existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device 4179193 lot number, and no non-conformances nor manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre -existing material defect.